Event description:
The customer is unable to calibrate the axsym rubella igg reagent, lot # 60943m100 with the master calibrator, lot# 60003m100. Error code 1001 (calibration check failure, a/b ratio too high) was generated. There was no impact to pt mgmt reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.